Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D1 (brand name) has been updated. D3 (manufacturer fax), e1 (zip code extension) & g1 (manufacturer contact fax number) has added as these were omitted from the initial mw submitted. The cause of the hemolysis (miwb) was not determined due to insufficient clinical information and no product return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 68 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During the procedure, hemolysis was reported after the cp insertion. The patient received support from the cp for coronary angioplasty and continued on support. Hemolysis is a known risk associated with impella cp as described in the instructions for use.